Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The delayed keypad response was confirmed through baxter's functionality testing as well as reproduced through the device eval. This condition was determined to have been caused by a failed pin on the processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had a delayed keypad response. There was no pt involvement.